Event description:
As reported by the patient¿s attorney, a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, the patient suffered chronic pelvic relaxation, sui, cyctocele, rectocele and enterocele. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.